Manufacturer narrative:
Lot number not available at time of this report. Device MFR date is dependant on the lot number and not available at time of this report. RMA issued for replacement part: lot #110107, shipped 06/27/2011.

Event description:
A medtronic rep reported that the screw of the thoracic spine clamp was beginning to strip. This event did not occur during surgery. There was no pt present.